Event description:
A report was received stating that a patient had a pocket revision due to discomfort. The doctor moved the location of the pocket, and replaced the battery with a new precison spinal cord stimulator.